Event description:
Per the clinic, the patient developed blister and postauricular scar infection at the implant site on (B)(6) 2025 (specific date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.